Event description:
It was reported that the patient's right ventricular lead exhibited noise oversensing causing incorrect determination of ventricular fibrillation, resulting in inappropriate shock. No intervention was performed. The patient experienced no consequences.